Event description:
Customer reported there was an urgent care visit due to experiencing high blood glucose of 217 mg/dl; treated with manual injection. Customer had mild ketones and nausea. Customer stated that on the prior days she had bronchial cough and vomiting. During troubleshoot; it was stated the drive support cap is recessed. Some air bubbles found near the reservoir connection to the insulin pump. No insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history, just low reservoir alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.